Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned vibrant med-el for evaluation. New information is expected from the next fitting session. When available, a device analysis or other further information will be submitted as a follow-up report.

Event description:
Patient is taking part in a study. Because of drowsiness, sleepiness and a diffuse balance disorder, a "top of the basilar" syndrome was considered by a physician and an MRI scan performed without knowledge of the investigator. Because of the MRI, the fmt may be displaced from original position leading to an unfavourable results from the implant. Further information is expected from a fitting of the patient scheduled for (B)(6), 2006.